Event description:
Product surveillance contacted the home patient on (B)(6) 2012 and she said she was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. She said the bag leaked from the connection point. She said the bag became disconnected, and she was not sure how it became disconnected. She said it was a red solution bag that came disconnected. She had already discussed with the tsr about not changing out only the bags or cassette. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.